Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled a cartridge with 190 units of insulin, and the insulin gauge displayed an initial fill estimate of over 60 units (+60). Reportedly, the customer was unable to provide the amount of insulin that had been delivered. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.